Event description:
The facility reported an infusion pump, which underinfused by more than 10% during patient use. Penicillin was being infused at 100 ml/hr; 40 ml were left after the infusion was complete. Hospital representative stated there had been no patient injury or need for medical intervention. No additional contact information was provided. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status or age of patient.